Event description:
Philips received a complaint from a customer that the system in the lab went down in the middle of an emergency procedure. When trying to reboot, there was no activity on the monitor. They moved to the other lab to complete the procedure. There was a power supply problem in the m-rack.

Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.